Event description:
Customer reported that their pump screen was dark and would not turn on. No impact on the customer's blood glucose level was reported. Technical support arranged for a replacement pump, instructed the customer to place the malfunctioning pump into storage mode, and to return it using a pre-paid label within 10 days. The customer confirmed understanding of these instructions but had no backup insulin therapy and planned to contact their healthcare provider.